Manufacturer narrative:
Submit date: 09/08/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports the unit over/under delivers.

Manufacturer narrative:
Submit date: 02/11/2017. An evaluation of the kangaroo joey pump was performed for the reported condition of the unit over/under delivers. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications.